Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: can not duplicate with retains. Source: phone.

Event description:
The customer reported 1 false positive sofia sars result for an asymptomatic patient (off-label use at the time). Unknown if the result was confirmed. Confirmation method not provided.